Event description:
The bvs console had an intermittent loss of the audio portion of the alarm. The problem was resolved by replacing a pc board. Follow-up determined that the problem was due to a connector. This was an isolated incident. No pt was affected.